Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for check up. It was discovered that the right atrial (ra) lead had become dislodged and was exhibiting inadequate capture. The patient underwent a procedure. During the procedure, the physician noted that the fixation sleeve was twisted causing the stylet to not pass through and the helix to not extend. The physician opted to explant and replace the lead, a new lead was successfully implanted. The patient was in stable condition.